Event description:
It was reported that the customer had a blue line that runs across the display of the insulin pump. Customer's blood glucose level was 121 mg/dl. Customer stated that the he is also going through batteries quickly. Customer stated that the line goes away when the pump has no power. Customer has to change the battery ever 2-3 weeks. Customer was explained that the normal life of a battery is usually a week, so the batteries are lasting fine. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.